Event description:
Data investigation confirmed an app crash alert after the patient manually closed the mobile app on (B)(6) 2022. The probable cause was determined to be potential patient misuse as the app was manually closed.

Manufacturer narrative:
(B)(4).